Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported an external drainage system (unknown ID) was leaking around the top of the fluid chamber, shortly after placement in (B)(6) 2025. Therefore, they clamped the drain and used a sterile field to place a new evd collection system and replaced at the bedside. The patient had no symptoms, harm or infection.